Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was problem with fluoroscopy and exposure. Review of the system log file showed that a problem with miu cooling. Rse suggested for on-site diagnosis plan to the service department. The service not provided as the system is not covered by contract. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was problem with fluoroscopy and exposure. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.